Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. The same day at 11:30 am, the pt obtained the blood glucose readings of 213 mg/dl, 204 mg/dl, 173 mg/dl, 88 mg/dl and 146 mg/dl on the reported meter within 20 minutes. After these readings, the pt experienced the symptoms of shaking, rapid heartbeat and he felt "low". The pt took no actions and did not receive any medical attention or treatment. Troubleshooting revealed the pt's testing technique was incorrect, which can cause inaccurate readings. The meter, test strips, and control solution were replaced. The pt's testing technique was incorrect. The pt allegedly suffered symptoms suggesting severe hypoglycemia after obtaining several elevated meter readings on the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.